Event description:
It was reported that: "surgeon removed smart toe implant because it broke. Used k-wire fixation after removed."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.